Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The analysis found that device (c) was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a single site sleeve gastrectomy procedure the first device, with a green reload with buttressing. On the first firing the distal third of the staple line did not form. The surgeon cut the buttressing material and sutured the tissue closed. The second device was loaded with a gold reload and buttressing material and fired fine. A third device was pulled to replace the first device. The device was loaded with a blue reload and buttressing. On the first firing the first third of the staples in the staple line were mangled and the distal two thirds of the staples in the staple line were formed correctly. The outer rows were more distorted that the middle of the staple line. The surgeon used sutures to close the first third of the staple line. The case was finished with the second device with a gold reload and buttressing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st for both devices. Echelon straight/flex: flex. What color cartridge was being used? Green on the 1st device and blue on the second device. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Gore. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? The second device was fired across a staple line. Were any unexpected noises heard? The first and second device sounded very slow when firing across the thick stomach tissue. Was there any difficulty removing the device from the tissue? No.